Event description:
It was reported that 4 syringes integra 3ml ll w/ndl 25x5/8 rb experienced needle retraction failure and a needle that was loose/pulled out of hub. Product defects were noted after use. The following information was provided by the initial reporter: material no: 305269 batch no: 9018575. It was reported that the needle failed to retract after administration. Event description per attached email states: (B)(6) 2020 treatment #1¿4 sc injections¿needle did not retract after administrations; rn did not attempt to engage retraction device after withdrawing the needle.

Manufacturer narrative:
H.6 investigation summary: phlebitis: two photos and 12 sealed packaged integra syringes, confirmed to be from batch #9018575 (p/n305269), were received. The photos only depicted the carton label and the blister package top web information. No reported defective product was shown in the photos. The samples were visually evaluated. No actual reported defective samples were returned for evaluation. The 12 sealed syringes had no observable defects. The 12 syringes were tested for retraction cut forces per procedure. All 12 syringes had plunger rod and hub cut force values within the acceptable range per product specification. No defects were confirmed with these samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringes integra 3ml ll w/ndl 25x5/8 rb experienced needle retraction failure and a needle that was loose/pulled out of hub. Product defects were noted after use. The following information was provided by the initial reporter: material no: 305269 batch no: 9018575. It was reported that the needle failed to retract after administration. Event description per attached email states: 1/28 treatment #1¿4 sc injections¿needle did not retract after administrations; rn did not attempt to engage retraction device after withdrawing the needle.